Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days on the mobi pump. Tandem customer technical support informed customer supplies are indicated for use with the mobi pump for 3 days. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.